Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was not returned for evaluation but the pictures were reviewed, and the broken device was confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage during shipping or mishandling could be probable causes of the reported event. Based on this investigation as this is an isolated event, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that an equator clamp was found to be broken inside the package. As this was noticed in a non-surgical environment, there was no patient involvement.